Event description:
It was reported that the patient was externally shocked twice for ventricular tachycardia (vt). It was noted that the atrial presenting morphology was not sensed on the atrial electrogram (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: addrl1, implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).